Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600mg/dl and low blood glucose of around 10mg/dl. The customer was reporting past events. The customer's blood glucose level at the time of the call was 191mg/dl. The customer treated the high blood glucose with bolus and treated the low with juice. Customer declined to troubleshoot for both the high and low readings. The product will not be returned for analysis.